Event description:
Reporting rationale: malfunction. Reporting status: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was at the rca, which was both calcified and tortuous. Hence, an ari guiding catheter was prepared for more back-up. A 2.5 x 20 mm voyager balloon was advanced, but it failed to cross the lesion. Another company's 2.0 x 15 mm balloon was used to complete the procedure. No additional event or patient information is available. This is being upgraded to an MDR reportable event based on the analysis of the returned product which revealed a balloon rupture.

Manufacturer narrative:
Results - product performance engineering could not determine a definite root cause for the balloon rupture. Eval summary: quality assurance analysis revealed that the balloon catheter was returned without any blood visible. There was contrast visible in the inflation lumen. The balloon was loosely folded. There were no kinks or damage noted to the inner member or tip. There was a longitudinal rupture, 6 mm in length, on the distal end of the balloon, proximal to the distal balloon taper. There were no scratches noted. There was no other damage noted to the balloon catheter. A laser micrometer was used to measure the crossing profile and this met manufacturing criteria. An attempt was made to use a profile block to measure the 2/3 balloon profile, but the measurement could not be taken due to the loosely folded balloon. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the returned device analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, placement technique, manufacturing, device size selection, or associative device interaction. Reportedly, the lesion treated in this procedure was moderately tortuous and mildly calcified, both of which could have contributed to the difficulties advancing. Analysis of the returned device found that the balloon had a longitudinal rupture and thus the 2/3 balloon profile of the device could not be confirmed, though the crossing profile met manufacturing criteria. However, there was no other damage noted to the rx voyager which could have contributed to the difficulties advancing, and thus it appears that the lesion characteristics contributed to the difficulties experienced. The balloon ruptured observed on the returned device was not reported in the incident information. Although there were no scratches noted to the balloon materials during visual analysis, sem analysis revealed delamination and peeling of the balloon materials. This damage may be the result of manufacturing or interactions, and the calcified anatomy and other device during the procedure. The balloon rupture was not the result of a lot specific product quality issue related to manufacturing. A definite root cause for the balloon rupture cannot be determined. Product performance engineering will monitor the incident circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. All dilation catheters undergo 100% inspection for leaks and are visually inspected by manufacturing. Furthermore, a sample of catheters from each lot is destructively tested to verify the rated burst pressure. This MDR is considered closed by the product performance group.